Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 25) during basal delivery. Reportedly, the cartridge was not removed when the alarms occurred. The customer's blood glucose level was in the 400's (mg/dl). It was confirmed that the customer had a backup method available.